Manufacturer narrative:
Lot # was not provided by the reporter.

Event description:
The reporter lfs franc eon (B)(6) 2013 alleging inaccurate high readings on the patient's one touch ultra meter. A medical surveillance specialist (mss) sent follow up questions and obtained the following information: on (B)(6) 2013 the patient had obtained a result of 133 mg/dl at 7:00pm. The reporter does not recall readings prior to 7:00pm. Due to the alleged high reading, the patient took 7 units of insulin based on her physician's recommendation ( usually takes only 6 units of insulin). Approximately an hour and thirty minutes later the patient developed symptoms of feeling weak, sweaty, hot dizzy and was fatigue. The patient then tested on another ultra meter and obtained a 60 mg/dl. She did not attempt to test on her meter. She did not seek any further medical attention or self-treat due to the alleged issue. The test strips were in good condition and not expired. The test strip vial was not cracked or broken. A quality control test was done and the test strips failed using the control solution. Products were replaced and requested back for investigation. The complaint is being reported since the patient alleged that due to the alleged high reading, she took an extra unit of insulin and later developed symptoms suggestive of a serious injury.